Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The episode showed large amplitude artifact and a baseline shift. Oversensing led to the inappropriate therapy. It was noted the sense vector was programmed to primary at the time of the episode. Technical service reviewed the print out and discussed the artifact was consistent with an issue with the connection in the device header near the sense b node, an under-inserted terminal pin, or a compromised lead. Device data was requested for evaluation. No adverse patient effects were reported, outside of the inappropriate shock that was received. The patient received an additional inappropriate shock four days later. Device data from the remote monitoring system was reviewed by technical services. Troubleshooting steps for reproducing the artifact were recommended, as well as x-rays to evaluate the electrode body and proper insertion of the terminal pin into the device header. Reprogramming the sense vector to secondary was recommended as the artifact was consistent with an issue at the sense b node and the secondary vector does not include the sense b node. Additional testing should be performed to ensure appropriate sensing in secondary. Additional information was received that this s-ICD and the associated electrode were explanted due to the inappropriate shock therapy that was delivered by the device. At the procedure, no connection issue between the device and electrode was observed. The explanted products were returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The episode showed large amplitude artifact and a baseline shift. Oversensing led to the inappropriate therapy. It was noted the sense vector was programmed to primary at the time of the episode. Technical service reviewed the print out and discussed the artifact was consistent with an issue with the connection in the device header near the sense b node, an under-inserted terminal pin, or a compromised lead. Device data was requested for evaluation. No adverse patient effects were reported, outside of the inappropriate shock that was received. The patient received an additional inappropriate shock four days later. Device data from the remote monitoring system was reviewed by technical services. Troubleshooting steps for reproducing the artifact were recommended, as well as x-rays to evaluate the electrode body and proper insertion of the terminal pin into the device header. Reprogramming the sense vector to secondary was recommended as the artifact was consistent with an issue at the sense b node and the secondary vector does not include the sense b node. Additional testing should be performed to ensure appropriate sensing in secondary. Additional information was received that this s-ICD and the associated electrode were explanted due to the inappropriate shock therapy that was delivered by the device. At the procedure, no connection issue between the device and electrode was observed. The explanted products were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.